Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated intact parathyroid hormone (pth) result on a patient sample on an advia centaur xpt analyzer. Siemens evaluated the instrument data and the information provided by the customer. Quality control (qc) recovered acceptably. As per advia centaur pth instructions for use (IFU), interpretation of results: results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Limitation: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize the interference from heterophilic antibodies. The customer investigated the sample for heterophilic antibodies and found a heterophilic antibody interference. Reagent and analyzer problems were ruled out as cause of elevated result because no qc issue reported and no other patient samples were affected. Based on the available information, the cause of the elevated results is heterophilic antibody interference. The customer is operational. The device is performing according to specifications. No further evaluation is required. A separate MDR was filled to address the erroneous results obtained on (B)(6) 2025.

Event description:
The customer reported that they obtained erroneously elevated intact parathyroid hormone (pth) results on a patient sample on an advia centaur xpt analyzer. On (B)(6) 2025, the erroneous result was reported to the physician(s) and was questioned. The same sample was retested twice on the original advia centaur xpt analyzer and obtained the elevated results same as initial result. The sample was retested on an alternate non-siemens analyzer, and a lower result was obtained consistent with the patient's clinical history. The sample was treated with heterophilic antibody blocking reagent and retested on an alternate non-siemens analyzer and a lower result was obtained and considered correct. A corrected report was issued. The customer investigated the sample for heterophilic antibodies and found a heterophilic antibody interference. Then, the customer treated the sample with heterophilic antibody blocking reagent and retested which gave acceptable results. On (B)(6) 2025, the same sample was processed on the original advia centaur xpt analyzer and elevated result was obtained considered erroneous. The sample was treated with heterophilic antibody blocking reagent and retested on the original advia centaur xpt analyzer and a lower result was obtained compared to the initial elevated result. There are no known reports of patient intervention or adverse health consequences due to the event.